Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis was not available for review. Device replacement was recommended. No adverse patient effects were reported. The device remains in-service.

Event description:
Additional information was received that the device has now reached end of life (eol), and the physician decided to turn tachy mode off due to patient in hospice care.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis was not available for review. Device replacement was recommended. No adverse patient effects were reported. The device remains in-service. Additional information was received that the device has now reached end of life (eol), and the physician decided to turn tachy mode off due to patient in hospice care.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on january 10, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.